Event description:
As reported, the patient had an initial right tsa on (B)(6) 2023. The patient developed a prosthetic joint infection and was revised on (B)(6) 2023. Everything was removed to treat the infection. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: a180830 300-01-09 - equinoxe, humeral stem primary, press fit 9mm. A311872 320-10-00 - equinoxe reverse tray adapter plate tray +0. A227692 320-15-04 - rs glenoid plate post aug, 8 deg, right. A261875 320-15-05 - eq rev locking screw. A230032 320-20-00 - eq reverse torque defining screw kit. S374723 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. A172477 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. S287597 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. S392607 320-38-00 - equinoxe reverse 38mm humeral liner +0. A290051 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack. A287545 531-55-88 - ergo gps 3.2mm drill kit sterile. A295178 531-78-20 - shouldr gps hex pins kit. 2030922064 a10012 - gps implant kit v2.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.